Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call connectivity issue and blood glucose issues. The customer's blood glucose was 422mg/dl at the time of incident. Trouble shooting was performed and found customer treated the high blood glucose with manual injection before the end of call. Assisted customer in connecting glucose meter, transmitter, sensor and system programing. Advised sending replacement sensor. The insulin pump will not be returned for analysis.